Manufacturer narrative:
The device was not returned for analysis and the complaint of discomfort at the ipg site could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established.

Event description:
It was reported that patient experienced discomfort at the ipg site. The patient underwent a revision procedure where the ipg was moved to a different location. The patient is doing well post-operatively.